Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user was alleging under delivery. The user also reported that blood glucose was more than 200 mg/dl. Customer also reported symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was treated with insulin pump. Customer had done troubleshooting. The device will not be return for further analysis.